Event description:
Stryker pi drill [# redacted] was initially being used by surgeon and it became loud and vibrating and shaking loudly when being used on patient. It did not become hot. It was tagged and removed from field and replaced with a new drill.